Manufacturer narrative:
Health care provider (hcp), of diabetic patient. Using vgo 30 reported to that the patient. Experienced cellulitis and abdominal pain after using a vgo on the abdomen. Vgo discontinued on (B)(6) 2018. The patient was hospitalized from (B)(6) 2018. Hcp stated the vgo contributed. Hcp did not have access to the hospital records so she could provide only the information she had available. The device was not returned for evaluation. No root cause could be determined based upon the information provided.

Event description:
Health care provider (hcp), of diabetic patient. Using vgo 30 reported to that the patient. Experienced cellulitis and abdominal pain after using a vgo on the abdomen. Vgo discontinued on (B)(6) 2018. The patient was hospitalized from (B)(6) 2018. Hcp stated the vgo contributed. Hcp did not have access to the hospital records so she could provide only the information she had available. The device was not returned for evaluation.